Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Call service alarm occurred during duration testing. There was moisture damage in the display and a leak test revealed display lens leak. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed moisture damage visible in display, a display lens leak and moisture damage was found on pcb. This report is made based on results of investigation completed on (B)(6) 2015.